Manufacturer narrative:
Additional information: product analysis: visual and microscopic examination of the cage reveal that there is damage to the back side of the cage where it mates to the inserter. The threads are damaged, one of the locating slots has some deformation coming out of the corner the other side as cracked and material has broken away from the cage. The direction and fracture face are consistent with the material failing from a bending moment from angular pressure place on the implant from the inserter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with lumbar stenosis and spondylolisthesis at l4-5 underwent l4-5 oblique lumbar interbody fusion. Intra-op, spacer cracked while attempting to make the orthogonal movement during the implantation process. This was explanted and another cage was implanted. There were no patient complications reported as a result of this event.